Manufacturer narrative:
Customer reported electrical code 50. Upon inspection cs300 balloon pump in need of new motor control board. Performed auto-fill calibration adjustment procedure. Safety disk leak test passed. Motor speed test passed. Replaced blood detect tubing for iabp. Complete with full calibration, functional testing, and safety check to factory specifications. The device history record (DHR) for the iabp has been reviewed. There are no non-conformances noted in the DHR related to the reported event. Internal complaint number: (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp got pushed into the wall by the customer causing the display to read an error code of 50 (motor speed out of specification). The patient was switched to another iabp and therapy was continued. The damaged pump was put into storage. No patient injury was reported.